Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that the patient was draining slowly and had an infection. A follow up call was made to the patient's nurse who reported that the patient had peritonitits.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
It was reported that the patient was draining slowly and had an infection. A follow up call was made to the patient's nurse who reported that the patient had peritonitis.